Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product discarded.

Event description:
This was a revision case where the initial surgery (initial surgery date unknown) was a t10-pelvis using expedium 5.5 and devex. For the revision, we cut the old 5.5mm cocr rods below the l2 screws and removed the l3,l4,l5,s1 and sai screws bilaterally. We reimplanted the old screw holes with expedium 6.35 using cocr rods and in-line 5.5-6.35 dominos to make the connection. We also added a third 6.35mm cocr rod with two connectors (closed-open 6.35-5.5/6.35 dominos). To start off the procedure, the surgeons exposed from l2-pelvis. Then they used a metal cutting burr to cut the old 5.5mm rods just below the l2 screws bilaterally. Then we easily removed all of the set screws and rods. As we took out the expedium 5.5 screws, we wrote down everything explanted for future reference (explant/implant list reference below). All of the l3,l4,l5,s1 and sai screws came out with ease. Upon removal, we began to re-instrument using new expedium 6.35 screws. At the right screw, we first upsized the initial screw (5x40) to a 6x40mm. The surgeon felt this screw was too loose so he took it out and replaced it with a larger screw yet, a 7x50mm polyaxial screw. When it came time to implant new sai screws, we were using a 9x90mm closed head screw (1799-19-990 lot #tbjin) on the patient¿s left side. The surgeon began to implant the screw manually with a ratchet t-handle when they noticed it was too loose and we would need to upsize the screw for better fixation. Due to the 9mm screw being loose, we did not tap the hole prior to placing the 10x90mm closed head sai screw (1799-19-090 lot# unknown). When the surgeon was placing the screw, it began to become really tight halfway through insertion. At this point, I recommended the surgeon stop inserting, back out the screw entirely, and tap using a 10mm viper sai tap. The surgeon did this and tapped all 90mm and said the tap felt like it was getting good purchase but it was not too tough to insert entirely to 90mm. The surgeon then tried to insert the 10x90 screws again and it got stuck about ¾ of the way inserted. It was stuck so tight that he ended up stripping the flanges on the t27 mis poly screwdriver (2797-18-101 lot#g0211). Because of this, the inner drive mechanism of the 10x90 sai screw was shot but the screw was still not fully inserted by about 2cm. At this point we had no other option but to back out the screw. We tried the ¿whirly bird¿ technique first. We cut a small piece of 6.35 rod, inserted it into the head of the 10x90 sai screw, and final tightened a closed head set screw (1797-61-000 lot#unknown). Although final tightened, the poly head could still move when we tried to back out the screw using the countertorque. We tried to tighten down the set screw at 100 in-lb. And still too loose. We tried to tighten with the medium tightener and still the poly head rotated. Our last attempt was to keep the x25 final tightener shaft (2797-12-600 lot#gm4660901) in the set screw, find the appropriate female hex size adapter (out of the hospital screw removal set) that would allow the surgeon to tighten down the set screw using the final tightener shaft with a solid t-handle to tighten the set screw as tight as humanly possible. This is when the x25 final tightener shaft broke. The tip sheared right off and remained in the screw head. The surgeon attempted one last time to back out the screw and was unsuccessful. Our next removal option of choice was to cut off the poly head from the 10x90 sai screw and use a pair of trephines and synthes female easy-outs (9mm: 03.611.019 lot#565861f06, 8mm: 03.611.018 lot# 566761g06). After about 10 minutes and a lot of force, the surgeon was finally able to back out the screw using the 9mm synthes female easy-out. With the broken screw and all fragments successfully removed, we were able to implant the same screw, 10x90mm closed head sai, on power.